Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient report that the right atrial (ra) lead exhibited a "malfunction" and that the insulation was damaged. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead exhibited high impedance.